Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that since implant it took forever to charge. It took like 6-7 hours and the patient had a hard time connecting sometimes. The patient had to lay flat on her back to charge the device. It would not connect if she was sitting up in a chair. The patient was still having difficulties with charging the implantable neurostimulator (ins). It would not connect. The patient could sit and lay down, but could only get two coupling bars. For example, the night prior to the report, the patient could only get two coupling bars. The patient was still having issues even though the equipment had been replaced. It was noted the antenna had been replaced. The patient asked if it would make it where the battery was not connecting right because it was backwards. There were no symptoms reported. Relevant medical history included chronic low back pain and spinal pain.